Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device keypad was difficult to use. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and verified and duplicated the reported issue. The root cause of the reported issue was traced to a worn keyboard and worn interface board. Both components were replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device keypad was difficult to use. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.